Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5090583. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils. During advancement to the ima via the superior mesenteric artery (sma), a ruby coil detached from its pusher assembly and unraveled. No additional information is currently available.